Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unknown unk - screw locking/unknown lot number. Original procedure ¿ right distal femur fracture ¿ (B)(6) 2015. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a 4.5mm lcp condylar plate and eleven (11) screws in (B)(6) 2015 to treat a right distal femur fracture. Patient had a follow up visit on an unknown date and x-rays showed three (3) broken screws and a non-union. Patient underwent revision surgery on (B)(6) 2016 to remove the broken hardware. It was noted that there were five screws in the shaft of the plate and of the five screws, the heads had broken off of three (3) of the screws. The three (3) broken screws consisted of two (2) 4.5mm cortex screws and one (1) 5.0mm locking screw. There was no reported issue with the plate. The plate and eight (8) screws were removed easily. The shafts of the 3 broken screws remained in the patient. The surgeon did not attempt to remove the 3 broken screw shafts. The 3 broken screw heads were retrieved and removed. Standard x-rays were taken throughout the procedure. There was no surgical delay and medical intervention was not required. All hardware was removed with the exception of the 3 broken screw shafts. Patient was revised to a 95 angle degree blade plate. The procedure was completed successfully. This complaint involves 3 devices. Concomitant device reported: 4.5mm lcp condylar plate (part # 222.658, lot # unknown, quantity of 1). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Concomitant medical products: the medwatch should be quantity eight (8) screws, (part # unknown, lot # unknown, of 8)¿. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: as per sales consultant, all information available at this time has been reported. Patient is in possession of the explanted hardware, therefore, hardware will not be returned to depuy synthes for investigation.

Manufacturer narrative:
Updated information, additional concomitant device reported, original implant date unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: concomitant medical products: screws (part # unknown, lot # unknown, quantity of 2).